Event description:
It was reported the pt is experiencing a pulling sensation in her thoracic spine and flank with flexion. The pt's leg pain has improved and she no longer needs to use her scs system. The pt's scs system was removed the week of (B)(6) 2012 (date unknown).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.